Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
T was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Subsequently, it was reported that a cartridge change error occurred. The customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 181 mg/dl.